Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer reportedly jumped in the lake exposing their pump to water which caused a malfunction. The customers blood glucose level was not adversely impacted. The customer reverted to manual injections for insulin therapy.